Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) over sensing and intermittent far field t-wave over sensing (fftw). It was also reported that the ra lead exhibited diminished p-wave sensing. The ra lead was reprogrammed. No patient complications have been reported as a result of this event.